Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of system logfiles found that the equipment room was running very hot due to the room air conditioner was turned off in m-cabinet. Upon functional testing, after room temperature got cooled fse found that there was a f23 fuse had blown in the ippc. Fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system is giving anode errors. The customer tried to reboot the system, but it would not boot back up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. With the assistance of philips technical support, troubleshooting actions showed a problem with the ippc (image processing computer). The ippc had blown the f23 fuse. The fse replaced the ippc. After further review of the log files, it was noted that the room temperature was running very hot. The fse checked the cabinet and for the room air conditioner (ac) to be off. The fse turned the ac back on and waited for the room temperature to be cooler before turning the system back on. The system booted but the errors remained. The fse suspected the collimator and replaced it. After replacement of the collimator, the system was returned to use in good working order.